Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Dear (B)(6), please find attached the letter I have just discussed with you. Dear ladies and gentlemen, I represent the interests of mr (B)(6) in the above-mentioned matter. Upon request, I will send you a power of attorney. In connection with the above-mentioned operations, my client complains pain in his knee, especially after the first operation on (B)(6) 2015. In the second operation it was found that there was a loosening of the prosthesis, which could possibly have caused the pain. In this context, it was noticeable that in all histopathological examination of the biopsies, foreign materials, such as metal abrasion, were found. Metal abrasion can be the cause of aseptic prosthesis loosening. Both of these clinics have used your lcs complete prosthesis. I am currently in the process of clarifying the medical situation in its entirety and therefore approach you today as the manufacturer of the above-mentioned prosthesis with the following questions: please describe the testing standards which must be observed for the mentioned prostheses and explain why metal abrasion is possible. By thanking you in advance, I fade with exquisite respect. (B)(6). I tried to contact the lawyer to ask her if she could provide us with the article and lot number of the device. Unfortunately she is out of office until next friday. I will send her a letter instead and will inform you as soon as possible once I have received the relevant information. Best regards (B)(6).

Manufacturer narrative:
Product complaint: (B)(4). Investigation summary: no device associated with this report was received for examination. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.